Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced low blood glucose. Blood glucose level at the time of the incident was 48 mg/dl. Customer stated low blood glucose event was caused by sensor glucose vs blood glucose difference. Customer stated insulin pump passed device verification test, self test and cannula 5u fill test. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of low blood glucose event. The insulin pump will not be returned for analysis.